Event description:
Prior to a coronary stent procedure, stent damage was found. A liberte' monorail stent was unable to be used because stent struts were bent, therefore, unable to advance on the wire. No pt injuries or complications were reported. Pt statis is listed as "good"